Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that during the previous day, he needed to go to the hospital due to falling down in his home. The patient was disconnected from the cycler at the time of the fall. During hospitalization, the patient reported that he did not complete any treatment due to the hospital not having a cycler.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd treatment with liberty cycler on (B)(6) 20147 and the patient fall event. Although, there is no documentation in the complaint file that supports a causal relationship between the liberty cycler and the patient¿s fall event. Furthermore, there have been no reported allegations of a liberty cycler malfunction or issue causally related to the patient fall event. The patient was reportedly not connected to the liberty cycler at the time of the fall. Additionally, there have been no reports of any untoward side effect that occurred during or as a result of ccpd treatment at home on (B)(6) 2017 with the liberty cycler. However, due to lack of information surrounding the fall event it cannot be determined if the ccpd treatment with the liberty cycler may have possibly been related in any way to the patient fall event. Device investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that during the previous day, he needed to go to the hospital due to falling down in his home. The patient was disconnected from the cycler at the time of the fall. During hospitalization, the patient reported that he did not complete any treatment due to the hospital not having a cycler.